Manufacturer narrative:
Device discarded by the site.

Event description:
"It was reported that the procedure was to treat a lesion located in the heavily calcified, heavily tortuous, 100% occluded left anterior tibial artery. Access was being attempted through the groin area and through pedal access by two different physicians with two different guide wires. During advancement of the ht connect guide wire using pedal access and going through heavy calcification, when torquing the guide wire in the attempt to cross, the tip of the guide wire became caught in calcium. During retraction of the guide wire, the tip of the guide wire separated. No attempts were made to retrieve the separated segment of guide wire. A balloon catheter was used to balloon the area where the separated tip remained and the sheath was removed from the access site. The procedure continued on using the groin access point and the lesion was able to be stented. The patient final outcome was good. No additional information was provided."

Manufacturer narrative:
There is no evidence to suggest that the design of the guidewire or any manufacturing related concerns has contributed to the incident. (B)(4) device not returned to manufacturer.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, heavily tortuous, 100% occluded left anterior tibial artery. Access was being attempted through the groin area and through pedal access by two different physicians with two different guide wires. During advancement of the ht connect guide wire using pedal access and going through heavy calcification, when torquing the guide wire in the attempt to cross, the tip of the guide wire became caught in calcium. During retraction of the guide wire, the tip of the guide wire separated. No attempts were made to retrieve the separated segment of guide wire. A balloon catheter was used to balloon the area where the separated tip remained and the sheath was removed from the access site. The procedure continued on using the groin access point and the lesion was able to be stented. The patient final outcome was good. No additional information was provided.